Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted that the center bar had retracted in the retainer. The loading unit displayed a full complement of staples and the interlock was set. No damage was noted to the knife blade. Visual inspection of the second instrument noted no abnormalities. No single use loading unit (sulu) was received. Functional testing was performed which included unloading the first sulu from the first instrument and loading it into the second instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The instructions for use (IFU) includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colectomy procedure, while on right colon flexur, three stapler did not fire. A fourth stapler was opened and used to complete the procedure. It was also noted that patient experienced 10 days extension on hospital stay due to the reported condition.